Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 it was reported that per the pa (physician's assistant), the patient had a vibrating sensation over the pump at nighttime. The event date was unknown and the reporter had no further history. Additional information was received from a manufacturer's representative (rep). The patient felt a vibration one time on (B)(6) 2016 when he sat down, when he stood it did not happen again and has not happened since. The patient was in his clinic on (B)(6) 2016 and his pump was not vibrating and the physicians assistant (pa) felt no issue on palpation. The patient will be seen next week for a planned adjustment and her pump will be interrogated at that time. No known cause of the vibrating. The patient reported dizziness follow adjustments, no relief and feeling fluid around the pump. The timeline of these issues is unknown. The patient had a myelogram, catheter dye study, and computer tomography (CT) scan and all were negative. Pa states residual volumes at refill are always accurate. The patient requests a surgical exploration and the practice has agreed with the stipulation that if no problems are identified the surgeon will explant.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
The pump and catheter were returned to the manufacturer. Per the manufacturer¿s device registry, the pump and catheter accessory (proximal/pump segment, model 8596sc) were explanted on (B)(6) 2016.

Manufacturer narrative:
Analysis of the pump on 2017-jan-10 revealed no anomaly. The previously applied patient code was replaced. The previously applied conclusion code is no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.